Event description:
Two bard #5 nxt groshong PICC's were placed. The first PICC was placed atraumatically and the proximal side was found to be leaking at 46 cm. The second PICC was placed 4 cm above the site of the first PICC which had been pulled because of defect. The second PICC was placed atraumatically and the distal side was found to leak at 43 cm. Both PICC's that were defective showed no leaks on initial flush and prime of line. Both PICC's were the same lot #. The lines were pulled and pt received a central line.